Manufacturer narrative:
The investigation into the reported vascular damage has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the vascular damage. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device has not been received by the manufacturer for investigation. Root cause cannot be determined. Should any new information be returned, a supplemental report will be filed.

Event description:
A 91-year-old female in the us presented for elective hrpci. After successful completion of the pci procedure, impella cp has been weaned and removed. Impella sheath removed, and closure of the access site attempted. Several attempts failed. Patient had an act of 237 s and had hematoma rapidly forming. Dryseal used to tamponade vessel perforation via contralateral access until vascular surgery. Patient lost 2 liters of blood. Three units of rbc given. Cutdown performed and left cfa repaired. Contributing factor for vessel perforation: calcified vessels. Patient survived. Contribution of impella cannot be completely ruled out.